Manufacturer narrative:
Pump not received in stuck manufacturing mode. Pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm pump error 63 due to pump error 38 alarm. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 38. Unit received with cracked retainer, scratched case, fading serial number label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failures error. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.